Manufacturer narrative:
For the reported malfunction, lot number was not provided. The sample was returned for evaluation. Device dislodged or dislocated was identified for the device. A root cause has not been determined. The device was labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model unk port implantable port allegedly experienced device dislodged or dislocated. This report was received from a single source. This malfunction did involve patient with no reported patient injury. The patient is (B)(6) years old, female and (B)(6) lbs.

Manufacturer narrative:
H.10. For the reported malfunction, lot number was not provided, therefore a lot history review could not be performed. The sample was returned for evaluation. The investigation is confirmed for the catheter migration due to a break in the catheter. A root cause has not been determined. The device was labeled for single use. H10: b5, g4 h11: g1, h6 (device), h6 (results, conclusion) h11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model unk port implantable port allegedly experienced fracture and fluid leak. This report was received from a single source. This malfunction did involve patient with no reported patient injury. The patient is 74 years old, female and 53 lbs.